Event description:
Resident being lifted back into bed via the mechanical lift and a pin broke on the top portion of the lift causing the patient to fall. Two cna's were in the room at the time and they were able to demonstrate that they used the lift and sling correctly. One of the cna's was able to break her fall and top portion of mechanical lift ended up on top of the pt's mid trunk. Pt was sent to ER and discharged with a diagnosis of a scalp and back contusion.